Event description:
Same case as MDR ID#2134265-2013-00828. It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. As a 8x61x120mm epic vascular stent delivery system was entering a 6f non bsc sheath, the stent prematurely deployed. The stent was resheathed and removed. A 9x18x135mm wallstent rp stent delivery system was inserted into the 6f non bsc sheath, difficulty was encountered and the stent "wrinkled". The wallstent was removed and the procedure was completed with anther wallstent rp stent delivery system. No patient complications were reported and the patient's status is listed as fine.

Event description:
Same case as MDR ID#2134265-2013-00828. It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. As a 8x61x120mm epic vascular stent delivery system was entering a 6f non bsc sheath, the stent prematurely deployed. The stent was resheathed and removed. A 9x18x135mm wallstent rp stent delivery system was inserted into the 6f non bsc sheath, difficulty was encountered and the stent "wrinkled." The wallstent was removed and the procedure was completed with anther wallstent rp stent delivery system. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the stent was fully mounted. Examination of the shaft of the device noted that the outer sheath was bunched up in appearance between 204mm and 212mm and again between 640mm and 684mm proximal to its distal end. It was possible to insert a 0.035 inch guidewire through the device without any issue noted. It was possible to partially deploy, reconstrained and fully deploy the stent. There was no issue noted with the movement of the outer sheath. Examination of the deployed stent found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).